Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated hemoglobin results generated on the alinity hq processing module. The customer noted they were generating hgb interference flags, however the instrument did not flag this specific sample for hgb interference. The following information was provided: a single sample was run, and the instrument did not generate any flags and obtained a hemoglobin result of 12.8 g/dl, while the hemoglobin result generated on another module measured 6.5 g/dl. Upon troubleshooting the analyzer, the field service engineer (fse) found the resuspension was not working correctly on the analyzer. The fse discovered the tube holder was loose on the motor shaft. After tightening the tube holder, the resuspension was working as intended. The fse performed the visual check and ran 3 levels of qc (quality control) and a precision run and there were no additional issues. Additional patient information was provided by the customer on (B)(6) 2026 for falsely elevated hemoglobin (hgb) results generated on the alinity hq processing module. The following data was provided: sid (B)(6) (61-year-old, female): hgb result = 11.8 g/dl; repeat hgb result = 5.6 g/dl sid (B)(6) (74-year-old, female): hgb result = 11.3 g/dl; repeat hgb result = 5.73 g/dl sid (B)(6) (70-year-old, female): hgb result = 9.66 g/dl; repeat hgb result = 6.51 g/dl sid (B)(6) (75-year-old, female): hgb result = 10.8 g/dl; repeat hgb result = 7.17 g/dl sid (B)(6) (67-year-old, female): hgb result = 9.94 g/dl; repeat hgb result = 5.12 g/dl sid (B)(6) (28-year-old, female): hgb result = 10.7 g/dl; repeat hgb result = 6.91 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found the resuspension tube holder (B)(4) not working properly as it was loose on the motor shaft. The fsr resolved the issue by tightening the screw and checking the threads. Issue resolution was verified with a visual check and passing quality control (qc) and precision runs. The resuspension tube holder was determined to be the cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for serial (B)(6) revealed no additional tickets associated with discrepant/erratic hemoglobin patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the resuspension tube holder did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6) or the resuspension tube holder were identified.

Event description:
The customer reported falsely elevated hemoglobin results generated on the alinity hq processing module. The customer noted they were generating hgb interference flags, however the instrument did not flag this specific sample for hgb interference. The following information was provided: a single sample was run, and the instrument did not generate any flags and obtained a hemoglobin result of 12.8 g/dl, while the hemoglobin result generated on another module measured 6.5 g/dl. Upon troubleshooting the analyzer, the field service engineer (fse) found the resuspension was not working correctly on the analyzer. The fse discovered the tube holder was loose on the motor shaft. After tightening the tube holder, the resuspension was working as intended. The fse performed the visual check and ran 3 levels of qc (quality control) and a precision run and there were no additional issues. Additional patient information was provided by the customer on 13feb2026 for falsely elevated hemoglobin (hgb) results generated on the alinity hq processing module. The following data was provided: sid (B)(6) (61-year-old, female): hgb result = 11.8 g/dl; repeat hgb result = 5.6 g/dl, sid (B)(6) (74-year-old, female): hgb result = 11.3 g/dl; repeat hgb result = 5.73 g/dl, sid (B)(6) (70-year-old, female): hgb result = 9.66 g/dl; repeat hgb result = 6.51 g/dl, sid (B)(6) (75-year-old, female): hgb result = 10.8 g/dl; repeat hgb result = 7.17 g/dl, sid (B)(6) (67-year-old, female): hgb result = 9.94 g/dl; repeat hgb result = 5.12 g/dl, sid (B)(6) (28-year-old, female): hgb result = 10.7 g/dl; repeat hgb result = 6.91 g/dl. There was no impact to patient management reported.